Manufacturer narrative:
During inspection and testing of the device, the customer's report of leakage from the bending section was not confirmed. In addition to the foreign material on the forceps elevator, service found that the bending section could not be bent to the right direction due to wear of the angle wire. The nozzle had a dent. Adhesive on the bending section cover was detached. The adhesive around the light guide lens was worn. The image guide protector was cut. The grip, the right/left knob, the up/down knob, and the forceps control lever were dirty. The bending tube was deformed. The objective lens, connecting tube, and the plastic distal end cover were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The user facility reported that during inspection of the subject device, there was a leakage from the bending section. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The exact cause of the event couldn t be exclusively identified. However based on the following investigation results, it is likely that the instruction for use (IFU): recommended reprocessing steps were not performed completely due to leakage from device, which made foreign material remain at/around forceps elevator. The user reported ¿leak from the bending section¿ and ordered to repair. As a result of olympus medical systems india (omsi) inspection, the user reported event was not confirmed. Omsi provided the information that the user performed reprocessing with the olympus recommended steps. However, similar event recurred with the subject device at the user facility. "Customer confirmed that they are following the reprocessing process as recommended by olympus. Pre-cleaning, leakage test, manual cleaning - by detergent and recommended brushes followed by rinsing by water. Disinfection by 2% ga followed by clean water rinsing. Then drying." In a similar case, it was confirmed that the IFU recommended reprocessing steps were not performed completely due to leak from device, which made foreign material remain at/around forceps elevator. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.